Event description:
It was reported that after a da vinci si heller myotomy procedure the thoracic grasper instrument was noted to have scratches/tears on the black shaft of the instrument. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation found that the distal end of the main tube had various scratch marks exhibiting light material lifted, visible metal under showed and a rough surface finish. The scratches were short in length and not axially aligned with the tube. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported malfunction if to recur could cause or contribute to an adverse event.